Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were reported. Reportedly, customer loaded cartridges with cold insulin. Customer changed infusion set and resumed insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Tandem technical support reviewed customer's data and determined the cause was the customer over-corrected via bolus. Bg was treated via consumption of carbohydrates.